Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager latch fell off fridge. Customer requested replace of new latch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch had fallen off of the refrigerator. The field service engineer (fse) identified that the secure remote manager hasp was detached from the refrigerator door, removed the failed adhesive, and applied new adhesive before reattaching the hasp using a clamp. The fse then verified functionality, and the customer successfully tested inventory access with no further issues observed. The system functioned as intended after field service engineer repaired the device.